Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with low blood glucose levels that could not register on the paramedics meter. The customer was given glucagon and intravenous glucose to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Caller also inquired about a pump upgrade. The insulin pump will not be returned for analysis.